Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stenting procedure performed on (B)(6)2009 (however over 18 years). According to the complainant, the stenosis was predilated to 10mm. The device was inserted into the body without resistance. When the deployment suture was retracted to release the stent, resistance was felt at 3-5cm. The physician continued retraction efforts by pushing and pulling the delivery system. However, he was only able to deploy one third of the stent. The stent and the delivery system were removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) - (partial deployment). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed. (B)(4).